Event description:
It was observed that during the device evaluation, the duodenovideoscope air/water tube and cylinder exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the switch box had discoloration, plug unit had a scratch, light guide lens had a crack, distal end was shaved, adhesive around objective lens had discoloration, and parts needed to be replaced due to annual inspection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: tjf-q190v operation manual chapter 3 "preparation and inspection" shows how to detect the event. Tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.